Event description:
Info received, indicates the call bell is not working.

Manufacturer narrative:
The tech found loose pins on the communication cable. The tech replaced the pins and installed a cable saver to repair the bed.